Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was severely damaged. The trunk cable, ECG "a&b," and ECG "c&d" were all cut into pieces, causing the reported "add gel" messages. The root cause for cut cables was physical abuse. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages prior to gel release.